Manufacturer narrative:
All instruments subject of the event were reprocessed prior to use. A steris service technician arrived onsite to inspect the v-pro s2 sterilizer and found the sv4 valve required replacement. As the valve remained open, this allowed excess vaprox sterilant to enter the chamber resulting in the "vaporizer undertemp" alarm. The technician was informed that the employees subject of the event were not wearing proper ppe, specifically gloves as stated in the operator manual. The v-pro s2 sterilizer operator manual states (6-23), " note: steris recommends (in accordance with ansi/aami st58, 2013) wearing chemical-resistant gloves when removing items from the sterilization unit after a cycle has been aborted." The operator manual further states (1-2), "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. Refer to the vaprox hc sterilant safety data sheet (sds) for appropriate personal protective equipment (ppe; refer to section 2, terms, definitions and symbols), spill containment and cleanup." The technician replaced the sv4 valve, tested the sterilizer, confirmed it to be operating according to specifications, and returned it to service. The technician counseled user facility personnel on the importance of wearing proper ppe, specifically gloves while operating their v-pro s2 sterilizer. A 2-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that three employees obtained a burn on their hand while removing a load from their v-pro s2 sterilizer after a cycle aborted due to a "vaporizer undertemp" alarm. Medical treatment was administered.